Event description:
It was reported that during intra-operative stage, the nim vital console unit itself takes a very long time to boot. One of the patient interface devices does not power on or charge at all, and the other one causes an error to display of ¿emg monitoring is disabled; patient interface fault detected". The surgery was completed as the issue on the unit became apparent. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2215014/226378488, , UDI#: (B)(4) ; product ID: nim4cpb1, serial/lot #: p2127814/225075326,: , UDI#: (B)(4) : analysis results were not available as of the date of this report. A follow-up report will be submitted when the analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received. H6: codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 and img g02030 codes are no longer applicable. H3: analysis of the device (model: nim4cm01, serial/lot #: (B)(6) was completed and the unit was presented with a defective ssd (v1.1.1) card. H6: fdm b01, fdr c10, fdc d02 and img g0200702 codes applicable. H3: analysis of the device (nim4cpb1, serial/lot #: (B)(6) was completed and found the batteries were dead due to a defective main pcba. H6: fdm b01, fdr c02, fdc d02 and img g02005 codes applicable. H3: analysis of the device (nim4cpb1, serial/lot #: (B)(6) was completed and found defective main pcba, missing outer shroud, cracked lid, broken clip and broken stand-off. H6: fdm b01, fdr c02 / c07, fdc d02 and img g02005 / g0405204 / g0405213 / g04070 codes applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that, although the case was completed, the error got displayed at the end of the procedure. The procedure was only completed because the unit started the error towards the end of the procedure, the timing was right, but the unit still had the error.